Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer connection was repaired, the 5 volt power supply was adjusted, and the memory was reset during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system locked up with a communication error and indicated to continue to fluoro during a case. No patient injury was reported.